Manufacturer narrative:
An event regarding a crack/fracture involving an exeter stem was reported. The event was confirmed based on review f the returned device. Method & results: device evaluation and results: material analysis report (mar), indicates that the stem fracture in fatigue, with the fracture propagating from the lateral-posterior surfaces to the medial-anterior surfaces of the stem. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: not performed as no information was provided for review. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Stryker rep reported a revision for fracture of the prosthesis. The revision took place on 27th september. Customer reported to the stryker rep that the patient just reported spontaneous pain but no specific event/fall. Primary dated november 1998. Revised. Update as per on (B)(6) 2018: adverse consequences: the stem fractured while implanted in the patient, therefore required revision surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported a revision for fracture of the prosthesis. The revision took place on (B)(6). Customer reported to the stryker rep that the patient just reported spontaneous pain but no specific event/fall. Primary dated (B)(6) 1998. Revised. Update as per 01nov2018: adverse consequences: the stem fractured while implanted in the patient; therefore, required revision surgery.